Event description:
Patient was revised to address dislocation. Patient stated that they have experienced three closed reductions in 2004 and one in 2007.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address dislocation. Patient stated that they have experienced three closed reductions in 2004 and one in 2007. Doi: (B)(6) 2002 dor: (B)(6) 2009 (unk hip). Doi: (B)(6) 2002 dor: (B)(6) 2004 (left hip). Update rec'd 02/21/2014 - medical records received. A correct doi and dor was given. This complaint is for the left hip. After review of the medical records/operative notes it confirms the patient had two dislocations before being revised. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of provided medical records finds from a medical perspective, based on the information available, the complaint is not product related. IFU's caution surgeons regarding use in patients with an increase in the likelihood of falls. It also notes that it is imperative that the patient be instructed about the strength limitations of the materials used in the devices and for fixation. Excessive force or trauma may result in early failure of the components. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.